Manufacturer narrative:
To date, a sample has not been provided by the customer for further carefusion evaluation; therefore, we were unable to confirm the reported defect. A thorough review of the device history record (DHR) for the reported lot number was completed and no manufacturing discrepancies occurred that may have contributed to the reported defect.

Event description:
Needles are not cutting. Repeat biopsy required4 units were used on this pt before a sample was taken.